Event description:
"It was reported that a patient with a history of previous posterior spinal fusion, back pain, degenerative disc disease, and pseudoarthrosis of the lumbar spine underwent an anterior spinal fusion l5-s1 using rhbmp-2/acs. At an unknown time post-op, the patient presented with a lumbar stenosis. Patient underwent a hardware removal at l5-s1 and a posterior spinal fusion l4-5 using rhbmp-2/acs with legacy system. At an unknown date, patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant ectopic bone formation." No further details are known at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, (B)(6) 2010: hpi: patient underwent an l5-s1 decompression and fusion. She has developed intractable back and leg symptoms. Patient underwent patient presented with preoperative diagnoses: degenerative disk disease with lumbar radiculopathy and underwent procedures : posterior spinal fusion l4-5; posterior spinal instrumentation system l4-5; removal of instrumentation system ls-51; exploration of fusion mass l5-s1; local bone graft with rhbmp-2/acs. Per operative notes ¿¿.incision was then made through the previous incision. Carefully dissecting down we exposed the instrumentation. This was removed entirely at the l5-s1 region. After that was performed I then explored the fusion mass and found it to be solid. I then extended the incision up to the l4 region. I identified the transverse process and the probed the pedicles, and placed 6.5x 40 screws on the right left sides. The screws stimulated well. Screws were then placed at the l5 region. They also stimulated well and intraoperative films showed good alignment and good fixation. Surgeon then performed the decompression. Two rods were contoured and locked into place. Decortication was done throughout and we packed this with rhbmp-2/acs, autograft, and crm. Patient tolerated the procedure well and went to recovery room in stable condition. Patient also presented with pre-operative diagnosis: lumbar stenosis; lntravertebral disk degeneration at l4-5, the level above the previous l5-s1 fusion and underwent following procedures: l4-5 lumbar laminotomies, medial facetectomies, and foraminotomies. Indications: the patient had undergone a previous l5-s1 disk fusion years ago .she had done relatively well, but more recently, she had been complaining of increasing chronic progressive low back pain and bilateral lower extremity radicular symptoms . Preoperative imaging studies indicated lumbar degenerative problems and stenosis at l4-5, the level above the previous l5-s1 fusion.

Manufacturer narrative:
(B)(6). (B)(4). Pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.